Event description:
The representative further reported that the patient was good and the therapy was effective with the new pump.

Manufacturer narrative:
(B)(4).

Event description:
On 2016-oct-28 the representative further reported that the physician believed the patients previous withdrawal symptoms were related to the septum issue as well. The cause of the septum because the catheter was checked and tested and it was permeable and ok. The reported 14-18 ml differences meant that the actual reservoir volume was 14-18 ml less than the expected reservoir volume. The specific volumes are not available. In regards to the refill procedure or possible pocket fill in which saline was in the pump pocket it was further reported that when the pocket was checked there was liquid and the doctor suspected it was the drugs that was into the pump because the patient felt the pocket zone anaesthetized. In the op the pocket was opened and when the doctor got the pump, put saline into the pocket, and they observed saline getting out through the septum. The catheter remained implanted and the patient was good and reported that meant the catheter was not the cause.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a representative regarding a patient in spain who received ropivacaine (naropin) 10 mg/ml at a dose of 23.028 mg/day. The patient's medical history and concomitant medications were not obtainable. During normal use, on an unknown date but just after the implant, the patient had withdrawal symptoms, pain. The physician spoke to the patient about a review of the catheter that was to be done in september because of staff vacations. However, during august the patient reported two events where she did not feel her legs. The doctors suspected overdose because there were differences between the real volume and the expected volume, "are very high between 14-18 ml in two consecutive weeks" which were the second and third weeks in august. No diagnostic testing or troubleshooting occurred. The pump remained implanted and in-service with a scheduled surgical intervention of (B)(6) 2016. At the time of the report, the patient's status was alive-no injury and the issue was not resolved. It was further reported that on (B)(6) 2016 the pump was explanted in the operation room . The doctor filled the pump completely to check the septum because the pocket was filled of saline. Then he cleaned the septum of the pump and we observed the saline getting out the pump very slowly through the border of the septum. A normal needle, not a huber needle, was used for the refill process of this pump but the pump did not have more than 20 punctures "and it not seem that any of them in the part of the border when we observe the fluid loss".

Manufacturer narrative:
Analysis identified that the septum was leaking and there was significant damage to the reservoir septum while implanted. Eval code-result updated . Eval code-conclusion updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.